Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-12360.related manufacturer reference number: 1627487-2019-12361.patient had system removed due to infection. System replaced (B)(6) 2019.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 1627487-2019-12360. Related manufacturer reference number: 1627487-2019-12361. It was reported the patients system was explanted on an unknown date due to an infection.